Manufacturer narrative:
The pump was received with a severely scratched display window, a cracked display window, a cracked case at the display window corners, a broken reservoir tube lip, and missing end cap sticker. The lcd glass was not damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack in the casing, lcd display was cloudy and it was difficult to read the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.